Event description:
The customer alleged the alarm was not always functional when the high pressure parameter was violated. No additional details were available from the user facility. The mallinckrodt customer support engineer (cse) inspected the device and replaced the display pcba and audio alarm. The unit passed extended self testing. It is not verified that there was no alarm, and no malfunction may have occurred.